Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while priming. The insulin pump also alarmed lost sensor. The customer bolused but noticed that his blood glucose continued to rise. Customer's blood glucose level was 513 mg/dl. He treated his high blood glucose level with an insulin pen. The device was not returned.